Event description:
It was reported that patient had original surgery for a left distal femur fracture on an unknown date. Patient experiencing sensitivity and requested implants be removed. Explant of implants was done by surgeon on (B)(6) 2013 with no issues. Since the fracture was healed no additional implants were needed. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history review was performed. A review revealed no complaint related anomalies. The device history record shows this lot of 4.5mm condylar plate was processed through the normal manufacturing and inspection operations with one nonconforming report noted. (B)(4) was generated due to missing threads in the shaft holes of ((B)(4)) 4.5mm condylar plates. The entire lot was visually inspected and ((B)(4)) parts were found conforming and ((B)(4)) parts were scrapped. Additional bounding was performed on three lots of 4.5mm condylar plates and all parts were found fully conforming. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance with one material review record noted. Mrr was written against the raw material. The raw material thickness feature did not meet specification requirements due to an undersized condition. (B)(4) was dispositional as "use as is" as the material thickness feature is double disk ground and the final material thickness requirement is achieved after double disk grind process. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional information: part number was not provided by reporter but was determined by lookup of lot number that was provided.

Event description:
Part number was not provided by reporter but was determined by lookup of lot number that was provided.